Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. Upon visualization of patient, there was a large mass over the area of the device with scabbing on the distal lateral aspect and diffuse bruising of the area surrounding the mass and axilla. The patient was on contact and droplet precautions for metapneumovirus infection. Excision of the mass appeared to be solely a hematoma without purulent material. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. Upon visualization of patient, there was a large mass over the area of the device with scabbing on the distal lateral aspect and diffuse bruising of the area surrounding the mass and axilla. The patient was on contact and droplet precautions for metapneumovirus infection. Excision of the mass appeared to be solely a hematoma without purulent material. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.